Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00074 to provide the return sample evaluation results. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies. The actual sample was inflated with an air of 18ml and submerged in water to check for leakage. As a result, no air leak was confirmed. The port component was assembled for magnifying inspection, no anomaly was noted. A review of the device history record and the shipping inspection record of the actual sample confirmed there were not any indications of production related problems or discrepancies in the inspection results. A search of the complaint file found no previous report of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, it is likely that the actual sample got deteriorated in its air-tightness performance transitory during use at the customer's site due to a foreign substance being caught in the air-sealing area between the rubber tip and outer cylinder of the one way valve, resulting in the reported air leak. However, with no finding of such a foreign substance during the above inspection the cause of this complaint cannot be determined definitely from the available information. The labeling does address the potential for an event related to inflation / deflation of the tr band in the instructions-for-use with statements such as: be careful that no foreign particles get into the air injection port when injecting the air. The air could leak; do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded; and (3) patient should not be left unattended while the tr band is in use. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00074 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days or when the evaluation is complete, whichever comes first. A review of the device manufacturing history record and shipping inspection record of the involved product code/lot # combination confirmed there were no indications of production related problems. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.

Event description:
The user facility reported no air in the tr band device. Follow up communication with the user facility reported the following information: (1) the doctor applied the tr band like normal after a transradial procedure; (2) when the nurse went to release the air after 1 hour it was noted that there was no air in the band; (3) no significant bleeding was noted; (4) the patient had a small hematoma under the band; (5) the band was removed and manual pressure was applied; and (6) the patient is reported as doing okay.